Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: aleve. Concomitant products included ibuprofen. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition depression") and weight increased ("weight gain / loss specify which one: weight: weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more the-essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, depression, weight increased and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure only implanted in r tube, difficulty with blockage in l tube on (B)(6) 2013. Discripancy noted in essure removal date : (B)(6) 2017 & (B)(6) 2017. Diagnostic results: (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic abdominal hysterectomy and bilateral salpingectomy. A. Mild chronic cervicitis. B. Proliferative pattern endometrium. C. One (1) fallopian tube with chronic salpingitis and paratubal cysts. D. Other fallopian tube unremarkable gross description: the fallopian tubes are designated as #1 and #2. Fallopian tube #1 measures 4.5 cm in length and 0.6 cm in diameter. Fallopian tube #2, measures 5.5 cm in length and up to 0.6 cm in diameter. Sectioning fallopian tube #1 reveals an unremarkable lumen. Fallopian tube #2 displays a 1.0 x 1.0 x 0.6 cm cluster of cysts involving the fimbriated end. No definitive fimbria is grossly identified. Sectioning the distal aspect of fallopian tube two reveals hemorrhagic material within the lumen quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: aleve. Concomitant products included ibuprofen. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition depression") and weight increased ("weight gain / loss specify which one: weight: weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more the-essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, depression, weight increased and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure only implanted in r tube, difficulty with blockage in l tube on (B)(6) 2013. Discripancy noted in essure removal date : (B)(6) 2017 & (B)(6) 2017. Diagnostic results: (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic abdominal hysterectomy and bilateral salpingectomy. A. Mild chronic cervicitis. B. Proliferative pattern endometrium. C. One (1) fallopian tube with chronic salpingitis and paratubal cysts. D. Other fallopian tube unremarkable gross description: the fallopian tubes are designated as #1 and #2. Fallopian tube #1 measures 4.5 cm in length and 0.6 cm in diameter. Fallopian tube #2, measures 5.5 cm in length and up to 0.6 cm in diameter. Sectioning fallopian tube #1 reveals an unremarkable lumen. Fallopian tube #2 displays a 1.0 x 1.0 x 0.6 cm cluster of cysts involving the fimbriated end. No definitive fimbria is grossly identified. Sectioning the distal aspect of fallopian tube two reveals hemorrhagic material within the lumen most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia,dysmenorrhea (cramping), dyspareunia, fatigue, hair loss, migraines / headaches, nausea, depression, weight gain are added. Lab data updated. Concomitant & historical drugs & coditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more the-essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.